Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6: unknown/ not provided. Asku. Section b3: date of event: unknown, not provided. Section d6a: if implanted, give date: unknown/ not provided section d6b: if explanted, give date: not applicable, as lens remains implanted, hence not explanted. Section h3- no: the device was not returned for evaluation, as lens remains implanted; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information; however, no definitive response has been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that an intraocular lens (iol) haptics ¿kissing¿ and being bent post deployment into the patient¿s right eye. The patient¿s vision is unaffected but made for a difficult experience in surgery trying to smooth out the lens. Based on the lot numbers affected, it looks like they are all part of the same batch and are all dib00 in 21 diopters. It was noted that the doctor had to use 2 instruments to physically pull the haptics off of the central optics. It was almost as if it was glued together. The lens remains implanted. The patient doing well, outcome unaffected. It was noted that balanced salt solution (bss) room temperature was used. There was no delays in the surgery before an attempt was made to advance the lens. There was no capsule tear, no patient injury, no incision enlargement, no vitrectomy, no sutures. Patient outcome is patient doing well, outcome unaffected. No other information was provided. This MDR report pertains to the suspect dib00, serial number (B)(6). Separate reports will be submitted for the other suspect dib00s linked to this file.